Manufacturer narrative:
The tech found the side rail latch assembly had something stuck in it. The account did not provide a serial number to perform a search of our maintenance records for preventive maintenance on this bed. The account removed the obstruction from the side rail latch assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in the pt unit at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).